Manufacturer narrative:
Additional information was received that the patient's lead was replaced due to inadequate stimulation. It was the physician's preference to replace the lead. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced uncomfortable full-body stimulation and chest pains that feel as though a motor is running in her chest. The physician assessed that the events may be due to stenosis and he requested a myelogram to be taken. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model: sc-1110-02 serial: (B)(4) description: precision implantable pulse generator (ipg)

Event description:
A report was received that the patient experienced uncomfortable full-body stimulation and chest pains that feel as though a motor is running in her chest. The physician assessed that the events may be due to stenosis and he requested a myelogram to be taken. The patient will undergo a revision procedure.